Event description:
It was reported that prior to an unknown procedure, when scrub nurse opened ecr60b and prepared with echelon flex, the bottom of the cartridge metal deck was separated with cartridge.

Manufacturer narrative:
(B)(4). The analysis results showed that one ecr60b reload was returned unfired and with the pan partially detached at right proximal end. Upon further inspection, it was noted that several drivers were out of position and they were in a sample bag. While no conclusion could be reached as to how the pan became dislodged from the reload. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information is unavailable. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis.